Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Hold received a copy of the customer's medwatch report which states, "we had a free flow event where a full bag of propofol infused in about 5 minutes. The patient was on a ventilator and only experienced hypotension, which responded to a liter bolus. The biomed department was able to recreate the incident. The hinge of the outer door of the bd alaris pump had a crack in it. The outer door closed easily, but it did not create enough force on the inner door pressure pads. As a result the fluid was able to free flow. We did a sweep on our pump inventory and found that there were multiple pumps (7) with a crack on the outer door hinge. The majority of the cracked pumps were manufactured in 2006. Can ismp provide any guidance on pump life expectancy? I believe that the years of use and the repeated cleaning with harsh chemicals has caused the outer casing to become brittle. I just assumed that when the pumps were getting towards end of life, that they wouldn't be programmable anymore. I didn't expect free flow to occur. As an aside, we were aware of the alaris concern that was relayed over the summer involving the inner door."